Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) triggered code 1003 indicating the voltage was too low for the projected remaining capacity. It was noted that premature battery depletion (pbd) was confirmed. Technical services (ts) confirmed the code, and noted that while therapy remained unaffected, the device hardware is not correctly detecting the accurate consumption of battery energy. As a result, device replacement within 90 days or more frequent monitoring was recommended. This crt-d remains in-service at this time. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) triggered code 1003 indicating the voltage was too low for the projected remaining capacity. It was noted that premature battery depletion (pbd) was confirmed. Technical services (ts) confirmed the code, and noted that while therapy remained unaffected, the device hardware is not correctly detecting the accurate consumption of battery energy. As a result, device replacement within 90 days or more frequent monitoring was recommended. This crt-d remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The returned crt-d was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) triggered code 1003 indicating the voltage was too low for the projected remaining capacity. It was noted that premature battery depletion (pbd) was confirmed. Technical services (ts) confirmed the code, and noted that while therapy remained unaffected, the device hardware is not correctly detecting the accurate consumption of battery energy. As a result, device replacement within 90 days or more frequent monitoring was recommended. This crt-d remains in-service at this time. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. Additional information was requested from the field representative regarding the status of device return. This investigation will be updated when further information becomes available. Subsequently, the device was returned for analysis.